Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited abnormal impedance measurements. It was also noted that the helix would not extend or retract. The lead was not implanted, and will be returned for analysis. No adverse patient effects were reported.